Event description:
A malfunction alarm with code malf 12 was reported, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and there was no recurrence of the malfunction after the reset. The customer was instructed to continue using the pump and to call back if any issues recurred.